Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. Per the tandem user guide, the resume insulin alarm will sound when the insulin delivery has been stopped for more than 15 minutes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a resume pump alarm. The customer stated that the alarm was due to suspending the pump while showering. Additionally, the customer stated receiving an incomplete bolus alert. Reportedly, the customer stated going into the bolus screen and either allowing the screen to time out or closed the screen. The customer's blood glucose levels were 200-400 (bg) mg/dl at the time of the events and had delivered a bolus to address bg level. Tandem technical support educated the customer if the pump has been suspended for more than 15 minutes the resume pump alarm will occur and reminded the customer how the incomplete bolus feature occurs. Customer acknowledged.